Event description:
Reportedly, after dinner the patient heard a noise like a ringing sound in his ears and felt dizzy. Afterwards he felt a strong pain/shock coming from the chest. Before going to the emergency room he felt additional shocks. At the emergency he subsequently was admitted to the clinic and a device interrogation was performed. During the night the patient was monitored by ECG and 4 additional shocks were reported but without evidence of arrhythmia. As reported by the patient the subsequent shocks and those felt during monitoring were of different and milder intensity. One (most probably the first) shock was recorded by the device, but no egm was available in the memory.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after dinner the patient heard a noise like a ringing sound in his ears and felt dizzy. Afterwards he felt a strong pain/shock coming from the chest. Before going to the emergency room he felt additional shocks. At the emergency he subsequently was admitted to the clinic and a device interrogation was performed. During the night the patient was monitored by ECG and 4 additional shocks were reported but without evidence of arrhythmia. As reported by the patient the subsequent shocks and those felt during monitoring were of different and milder intensity. One (most probably the first) shock was recorded by the device, but no egm was available in the memory.